Event description:
It was reported that after bunion surgery on the patient's right foot, a staph infection developed. The patient felt burning and pain approximately 7-10 days after the pateint's one week post op check. Another 5 days passed, the pain worsened and drainage was noted seeping through the bandage. Patient went to the ER where cultures, blood work and xrays were taken.